Event description:
Implant fractured. Per dr, patient came in complaining of pain, as he inspected he realized the implant had fractured; dr. Removed the implant and is waiting.

Event description:
Per doctor, patient came in complaining of pain, as he inspected he realized the implant had fractured; dr. Removed the implant and is waiting for replacement.